Manufacturer narrative:
E1: initial reporter phone: (B)(6)

Event description:
It was reported that stent dislodgement occurred. A 16 x 2.25mm promus premier drug eluting stent was selected for percutaneous coronary intervention (pci) procedure. However, it was noted that the stent was dislodged before the procedure began, and the stent was not implanted. There were no patient complications reported.

Manufacturer narrative:
Initial reporter phone: (B)(6) device evaluated by MFR. : a 16 x 2.25mm promus premier stent delivery system was returned for analysis. Visual, tactile, microscopic, and dimensional analysis were performed on the device. Visual examination identified no issues. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the hypotube shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. Bumper tip showed no signs of distal tip damage. Examination of the crimped stent via scope found no issues. No signs of movement, stent was set between the proximal and distal markerbands. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. No device issues were identified during returned product analysis.

Event description:
It was reported that stent dislodgement occurred. A 16 x 2.25mm promus premier drug eluting stent was selected for percutaneous coronary intervention (pci) procedure. However, it was noted that the stent was dislodged before the procedure began, and the stent was not implanted. There were no patient complications reported.